Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was that the new t-handle instrument broke during the first surgery. It was further reported that the instrument broke while an unknown reamer was being used. Fragments from the t-handle instrument were generated. The surgery was successfully completed with a similar instrument. There was a five (5) minute surgical delay due to the reported event but no reported patient harm. Concomitant parts reported; 1x unknown reamer, part and lot number unknown. This report is 1 of 1 for (B)(4).